Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se, with a 6fr sheath, after a diagnostic procedure. Reportedly, after deployment the clip was stuck on the clip delivery tube. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received clarifying the event: difficulty was felt splitting the sheath and the clip was not deployed. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An analysis was performed on a returned starclose device and the reported experience was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.